Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Block h11: additional information: block b5: incident description.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) was unable to connect their device to the remote. The patient tried multiple times to connect the remote but only observed the lights briefly illuminating and shutting off. The patient further reported charging their device every two and a half weeks and consistently hearing the appropriate tones. Following a device charge, the patient was still unable to connect the remote to their ins. A surgical procedure was performed during which the device was explanted and replaced with a recharge-free device to eliminate burden for the patient. The patient is doing well post-revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) was unable to connect their device to the remote. The patient tried multiple times to connect the remote but only observed the lights briefly illuminating and shutting off. The patient further reported charging their device every two and a half weeks and consistently hearing the appropriate tones. Following a device charge, the patient was still unable to connect the remote to their ins. A surgical procedure was performed during which the device was explanted and replaced with a recharge-free device to eliminate burden for the patient.